Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak error alarm. The customer's biomed checked the iabp unit with no failure. Getinge service was then called to verify the problem. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak error alarm. The customer's biomed checked the iabp unit with no failure. Getinge service was then called to verify the problem. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.